Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling.

Event description:
This event happened outside of the us. In (B)(6). According to the information received , a patient was injected in the nose with a teosyal rha 4 product (tpul - 210225a0) on (B)(6) 2021. The patient presented, 48 hours after the treatment, symptoms of vascular compression. A medical expert was contacted by the affiliate in order to support the injector in the management of this case. On (B)(6) 2021, the patient received an injection of 600 units of hyaluronidase. The injector also prescribed nitroglycerin patch and cortisone 3 days . On (B)(6) 2021 and (B)(6) 2021 the patient received respectively 300 units of hyaluronidase and 900 units of hyaluronidase . An antibiotic cream, a ssun protection and warm compresses have been also prescribed for 14 days on (B)(6) 2021, we were informed that the injector had discussed the case with the medical expert. They were both agree that the problem was slightly improving. The patient did not feel pain. According to the latest information received on 02.07.2021, the situation seemed to be resolved. Just a slight dark spot on the nose linked to a post-inflammatory hyperpigmentation wis still present. The injector and the medical expert decided to wait for the following autumn before any further treatment.